Manufacturer narrative:
Device was received with battery voltage in the normal range. Electrical and mechanical tests indicated normal device functionality. Output verification, crosstalk in saline solution tests were performed and it was able to perform within the product specification. There were no device anomalies found that would have contributed to the issues reported from the field. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of connector/ header anomaly was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for lead revision. During the procedure the lead was tested on the pacing system analyzer, however, no electrical anomalies were found. Fluoroscopy and x-ray were unremarkable. The physician then determined the actual source of noise was likely related to a pulse generator connector/ header anomaly. The generator was explanted and replaced. The patient was in stable condition.